Event description:
It was reported that the patient experienced discomfort in the area surrounding his pacemaker. It was noted upon examination in office that the pacemaker had eroded through the skin. The system was explanted and a new system was placed on the right side. The patient was stable before, during and after the procedure.